Event description:
It was reported that the patient experienced a loss of therapeutic effect and had no stimulation sensation. The patient noticed about 2 weeks ago that they had to use the bathroom every 2 hours and when they got up to go they had already started to urinate. It was noted that when the patient increased the stimulation a while ago they had to turn it down because it was hurting. The patient got used to the stimulation and it was fine and it didn¿t hurt them but they knew it was working. It was reported that then the patient noticed their symptoms returned and thought their spouse was not giving them their vesicare medication that they took and that was when they realized there was a problem. The patient was not able to adjust stimulation and when they went to check their setting and increase the stimulation the programmer would not turn on so they replaced the batteries. It was noted that the programmer sho wed a call your doctor icon and the patient had a power on reset (por) condition. It was confirmed that the patient did not have any medical procedures done prior to losing the stimulation sensation.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v386650, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional review by return product analysis determined the lead issue was non-significant and did not impact functionality in vivo. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) found no significant anomaly. The stimulator was not in new condition. Analysis of tined lead l/n v386650 found non-conformance is the form of broken conductors. All conductors were broken 3.0 cm from proximal end due to overstress and damage.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and they received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. Appointment dates of (B)(6) 2014 were noted.

Event description:
It was reported the patient had a loss of therapeutic effect three years after implant. Reprogramming did not resolve the issue. Impedances were greater than 4,000 ohms on all combinations. X-rays showed the lead at the negative one boney juncture with no other abnormalities. Revision was scheduled. During revision, the lead was found snapped off. The lead was removed and disposed of. The patient had proper stimulation response in recovery after programming.